Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the adhesion/clogging of the material in the nozzle was confirmed. Based on the results of the investigation, an unidentified blockage protruding from the outlet pipe was observed, the blockage appears to be white plastic in the mouth of the channel. The root cause of the remaining foreign material could not be identified but it was concluded that the item did not originate from the olympus endoscope. It was not confirmed that there was no deformation on the section of the device with the foreign material. A comprehensive leakage check was completed, no leaks were found. It was confirmed that reprocessing was implemented in line with the instructions for use (IFU). The probable cause for the debris in the air / water nozzle was user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The event can be detected and prevented in accordance with the following IFU: ¿ the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: optical cover glass was chipped; outlet pipe condition showed that the blockage was evident; distal end adhesive was worn; insertion tube was crushed and marks were evident; pin unit was corroded; plug body/probe unit had evident contamination; image condition had evident interference; and left angle was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, lines on the screen. The issue occurred during the maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that foreign debris was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.